Manufacturer narrative:
The reported issue states: the pump was working correctly and during surgery the error code came up and the pump no longer worked. There was no patient harm. The complaint device was returned for evaluation. A system u clutch failure was identified. The customer complaint was confirmed. The root cause was determined to be that the clutch had reached end of life. The device remains in house until replacement parts are received. The device was repaired and will be returned to the customer upon completion of service and testing. No additional information is available at this time. This type of event will continue to be monitored.

Event description:
The pump was working correctly and during surgery the error code came up and the pump no longer worked. There was no patient harm.